Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, when using the fast-fix 360, it was used correctly and when placing the first implant (t1) it was not anchored and it broke, when it was removed it was evident that it had broken into two parts. The procedure was completed with non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. An assessment of material characteristics was not required as the anchor breakage was not confirmed. Visual inspection shows the t1/t2 were returned outside of the needle. Actuator is in the post t1/pre t2 position. Visual does not show t1 or t2 are broken. T2 is bent indicating it was pulled out of the meniscus. Actuator and depth guide functioned as intended. This case reports, ¿when placing the first implant (t1) it was not anchored and it broke.¿ reportedly, following the removal of the device, it was found to be ¿broken into to parts.¿ per case details, the surgical procedure was completed with a non-significant delay using a back-up device. The IFU [10600499 rev l] cautions it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device and instructions should be read completely prior to use. Per case communication, ¿no damage caused,¿ and the ¿patient¿s current health condition is stable.¿ smith and nephew has not received the requested patient specific documentation and/or adequate materials to fully evaluate the root cause of the complaint. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. It was determined the device contributed to the reported meniscus pullout. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended excessive force applied when resetting to implant t2 or excessive force when reducing the knot. It was determined the device did not contribute to the reported anchor breakage. The anchor breakage was not confirmed and the root cause could not be determined since this failure was not found upon investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.